Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 320 mg/dl. The location of air bubbles is in reservoir barrel and approximate size of bubbles is champagne size bubbles and some are longer ones. The customer was advised to deliver a 5 units fixed prime/fill cannula until air bubbles are no longer visible. The customer stated that he changed out set every time bubbles appear in the reservoir to fix the issue. The customer was advised to monitor pump.